Manufacturer narrative:
It was reported that several incidents occurred, but only one complaint was filed for the product and lot code. If more info is received, we will file the add'l medwatch form. When I receive the engineer's eval report, I will file a supplemental report.

Event description:
It was reported that "during several laparoscopy-gall bladder several, clips fell from device into cavity and once the clip was placed, it fell off.